Event description:
It was reported that during a breast implantation that the potential 0825 could be related to a burn.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please confirm if occurred a burn? If yes, what is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the affected (patient or user)? Answer: the customer did not report potential pad site burns could be related to potential no sheath use. However, a burn did occur. Two on back and one on foot. Cautery unit and pad were tested by biomed and passed. Cause unknown. Additional information received: patient sustained burns on various portions of her body and suffered disfigurement during the breast implant procedure. The complaint alleges ¿serious and disabling personal injuries."

Manufacturer narrative:
(B)(4). Date sent: 3/23/2023 photo image provided, however an evaluation is not available.

Manufacturer narrative:
Pc-(B)(4). Please see attached op notes. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Please see attached op notes.